Event description:
The vessel being treated was the right subclavian artery. A balloon catheter was also used during the procedure. The ruby coil unintentionally detached in the patient's body and traveled down the right upper extremity. The physician deployed and detached multiple additional ruby coils without an issue across the right subclavian artery and into the right vertebral artery. The physician then noticed that two coils were protruding into the aorta; therefore, both coils were removed. Repeat angiography was performed from the right subclavian origin followed by arch aortography, both with and without balloon deflation. No extravasation or additional arterial injury was identified. Therefore, the catheters were removed. The physician then noted that the right upper extremity had decrease capillary refill and was slightly dusky in appearance, leaving the patient with an ischemic right arm. Subsequently, the patient's right arm was amputated.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The coil was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed a ruby coil into the target vessel using another manufacturer's but decided to retract the coil in order to reposition it. While the ruby coil was being retracted, it unintentionally detached in the patient's body. The physician did not mention any resistance while advancing or retracting the ruby coil. The ruby coil was left inside the patient's body and the procedure was completed using additional ruby coils. It was reported that the patient¿s arm was amputated; however, it is unknown why the patient's arm was amputated or if it was related to the penumbra device. Please note that the event occurred in mid-(B)(6); however, the exact date is unknown. Therefore, (B)(6) 2016 is being used as the date of event and implant date.